Event description:
This was reported as an arteriotomy closure of the right common femoral artery using the pre-close technique, via an 8f sheath hole, prior to a non-abbott device procedure. Reportedly, the lever was closed, however, the device could not be removed. The handle was intentionally broken in an attempt to remove the device. Eventually, after further manipulation, the device was withdrawn from the patient anatomy. Upon removal of the device, it was noted that one foot was missing, and the other foot remained open. The location of the detached foot is unknown. Vessel damage occurred, which was treated with a covered stent. Manual compression was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.